Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that high blood gluocose of 600 mg/dl was experienced and would like to troubleshoot pump to see if it is working properly. Customer indicated that she was at the hospital for part of the day due to the high blood glucose. Customer's current blood glucose is 201 mg/dl. Customer declined troubleshooting for air bubbles and settings and everything else appeared to be fine and functional. Customer was advised to follow up with doctor regarding high blood glucose and to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer was also advised to call back if any further issues relating to the pump.